Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was attempting to use a resolute onyx drug eluting stent during a procedure to treat re-stenosis in a non-mdt stent in the distal lad. The lesion exhibited no obvious calcification, no tortuosity. The lesion was pre-dilated with a balloon to 14 atms. The resolute onyx was removed from its packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. Loading the stent device on the bmw wire was difficult. Twice there was resistance. The wire was cleaned with saline. The third attempt with the stent delivery system was successful. There was no resistance noted when advancing the stent. There was no re-positioning of the stent in the vessel. During stent deployment and balloon inflation, it was reported that the balloon burst during the first inflation at 2-3 atm. The problem was thought to be due to malfunction of a non-mdt indeflator. A second indeflator was used, but couldn't inflate the stent. Blood was seen in the indeflator as a result of balloon rupture. The stent dis lodged from the stent delivery system following the balloon burst. The stent could not be retrieved and was stuck in the proximal lesion. It was deployed and implanted there using two standards balloons and one nc balloon. Then the distal lad lesion was treated with an onyx stent and the proximal lad was also treated using an onyx stent. Final results were good with a timi flow =3, patient asymptomatic. Troponin level was rise minimally to 150 and the patient was given prasugrel. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.